Event description:
A 33 year old pt was admitted to the hosp following a possible drug overdose and was put in a restraint. The restraint was in place because of his aggressive behavior and because he was ataxic. The pt was then found dead in his bed and a preliminary coronal investigation indicates that the death may have been due to postural asphyxia as a result of the restaint.